Event description:
After "60 seconds", at the end of the ablation cycle (complete light illuminated) during a novasure endometrial ablation, the pt exhibited "no heart rhythm" (treatment unk). We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Attempts are being made to obtain add'l info. If add'l relevant info is received, a supplemental medwatch will be filed. (B)(4).